Event description:
Sorin group received a report that during setup for a case, the s3 double head pump displayed an error message and stopped. The clinician changed out the pump prior to the procedure. There was no pt involvement.

Manufacturer narrative:
There was no pt involvement. Sorin group (B)(4) manufactures the s3 double head pump. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group received a report that during setup for a case, the s3 double head pump displayed an error message and stopped. The clinician changed out the pump prior to the procedure. There was no pt involvement. A sorin group field service representative was dispatched to the facility to evaluate the issue. The service representative tested the pump and found a bad connection in the pump panel. When the connection was physically manipulated, the reported error could be reproduced. The service technician replaced the panel and all subsequent testing found the pump to be working properly. The investigation is ongoing. A follow-up report will be filed when the investigation is complete.